Event description:
On (B)(4) 2012, the patient contacted animas and reported that the up arrow keypad button had been intermittently unresponsive and required multiple hard presses to elicit a response one week ago and was now unresponsive. The patient reported that the rubber keypad was torn in the right corner near the up arrow button. The patient denied evidence of moisture in the pump. The patient reportedly wore the pump in a pocket and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4). The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: testing confirmed that the "up" and "contrast" keys are unresponsive to button press. The keypad was torn and was removed to investigate. Evidence of keypad contamination was located under the "contrast", "down" and "up" contact buttons.